Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).